Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use of a prismaflex control unit, the ¿machine fell down and broke¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h10. The device was not received for evaluation; however, the device was evaluated by an onsite qualified technician. Upon onsite evaluation it was observed the machine's case, barcode scanner, and supporting bracket screw rod were damaged. The reported condition was verified. The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.